Event description:
It was reported that before use with a polyflux 170h, a foreign matter in the housing case was observed. This was further specified as located inside of the header, in the fluid path. According to the reporter, the particle did not move even when the priming solution "was flowed". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device and one photograph of the sample were provided for evaluation. Visual inspection of one of the provided picture shows the product with a small black particle in the header area. Visual inspection by naked eye of the product shows the product wet and the blood protection caps are attached on the dialysate port. A loose, small black particle was found in the area already circled in black in the header cap outside the sealing area (gasket) on the pur surface. Due to the small amount of the particle, a material analysis was not possible. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.